Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va1l0nl, implanted: (B)(6) 2017, product type; lead. Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the first couple of weeks the therapy worked well but then caller kept helping patient up the stimulation and they kept upping it and upping it and the patient could feel stimulation a little but then stimulation would stop and therapy did not seem to be working. It was stated that the caller had seen the patient on the day of the report, patient showed them their back/butt and there were about 3 inches of thin wire sticking out that looked like fishing wire that was coming out if the skin right under the incision area, may be half inch below. The caller said they did not think the wire was stitches and reported they thought that it was the lead wire sticking out. Caller was asked how this could have happened, was asked if patient had any falls/trauma and they said patient may have had falls/trauma but that the patient would not admit to it and that they thought the patient was probably bending over when they should not be bending over. Patient got implanted in late (B)(6). Patient was redirected to follow up with health care professional (hcp) to address the issue. It was stated that patient had called the doctor on the day of the report for the therapy not working and they had an appointment in the middle of (B)(6) but at the time the caller did not know about the wire sticking out, and they said they would call the hcp asap about it. No further patient complications were reported/ anticipated as a result of this event.